Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer dropped the pump into the toilet. Subsequently, the pump shutoff and became unresponsive. The customer's blood glucose(bg) level was impacted 500mg/dl with ketones. The customer delivered a manual injection for correction to the elevated bg level. The customer's mother assisted with the manual injection however this is standard practice for the customer.